Event description:
While performing an electrical safety check, the technician found high resistance.

Manufacturer narrative:
The technician found the screw to the head end jbox for the power cord was loose, causing the issue. The technician tightened the screw to repair the bed.